Event description:
It was reported that there was an informational por (power on reset) message seen on the recharger. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), ,product type recharger product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead, product ID 37746, serial# product type programmer, patient. (B)(4).